Event description:
It was reported "during inspection and labeling, we found nine bent catheters inside the package." Associated MDR numbers include: 3 006425876-2025-00868, 3006425876-2025-00862, 3006425876-2025-00867, 3006425876-2025-00866, 3006425876-2025-00865, 3006425876-2025-00864, 3006425876-2025-00863, 3006425876-2025-00861, and 3006425876-2025-00860.

Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. Nine unopened sac kits are pictured with visible creasing/bending in all pouches. The customer also returned one unopened sac kit for analysis. Visual analysis revealed creasing/bending on the pouch. The damage observed is consistent with defects related to storage and shipping. The lidstock clearly states, "do not bend." The kit was opened to better analyze the components. No signs of use were observed. Visual analysis revealed a major kink in the sac guard. The sac guard was removed, and the guidewire was examined. Visual analysis revealed a major kink in the sac guard. The sac guard was removed, and the guidewire was examined. The guidewire had no visible damage. The distal and proximal welds were secure and intact, which was confirmed by microscopic examination. The kink in the sac guard was 36.0 mm from the distal end. The overall guidewire length measured 350 mm, which is within the specification limits of 345 mm - 355 mm per product drawing. The guidewire outer diameter measured 0.510 mm, which is within the specification limits of 0.508 mm - 0.533 mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU) which instructs the user to "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through the returned 20 ga introducer needle. The guidewire passed with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The words "do not bend" are clearly visible on the front of the lidstock. The IFU provided with the kit informs the user, "do not use if package is damaged." The customer report of a damaged device was confirmed based on inspection of the returned sample. Visual analysis revealed a kink on the guidewire protective tubing. Despite the kink observed on the tubing, no kinks were observed on the catheter body or the guidewire following removal and inspection. The guidewire met all relevant dimensional and functional requirements. The device history record review did not reveal any relevant findings. The returned product lid stock clearly states, "do not bend"; however, the returned packaging shows evidence of creasing/folding of the sleeve. Based on the customer description and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during inspection and labeling, we found nine bent catheters inside the package." Associated MDR numbers include: 3 006425876-2025-00868, 3006425876-2025-00862, 3006425876-2025-00867, 3006425876-2025-00866, . 3006425876-2025-00864, 3006425876-2025-00863, 3006425876-2025-00861, and 3006425876-2025-00860.